Event description:
Dr used powder-free surgical gloves, for a couple of weeks. His hands became "red, dry and cracked" after use. The dr rec'd no medical treatment other than his own care. The condition subsided shortly after discontinuing the use of the product. This dr reports having had similar difficulties with other brands of latex gloves in the past.